Event description:
It was reported that the user was performing a peripheral interventional procedure, during which he inserted an 8f cook contralateral sheath into the left iliac artery to work on the right superficial femoral artery. Once he finished lasering and stenting the right sfa, he exchanged the 8f contralateral cook sheath for an 8f short sheath. He then inserted a 6f cordis sheath into the right femoral artery so he could stent the proximal right iliac. While he was stenting the right iliac, it was noted that a hematoma was growing at the entry site of the sheath on the left side. He then performed an arteriogram of the left entry site and deployed an 8f angio-seal. The physician stated to the MFR's rep that the sheath entered the iliac above the inguinal ligament, and had he not deployed the angio-seal device, it would have been very difficult to apply manual compression to stop the hematoma because the entry site of the sheath was not above the femoral head. He also stated that he thought the hematoma was forming because the outer diameter of the 8f cook contralateral sheath was larger than a regular 8f cordis sheath and there was a possible mismatch in size. The physician deployed the angio-seal in the left iliac and continued to stent the right iliac. Once the procedure was completed, he used a 6f angio-seal device to seal the pt's right groin. Soon after, the pt became hypotensive, diaphoretic, and complained of left flank pain. The physician returned the pt to the cath table and inserted another 6f cordis sheath into their right femoral artery below the site of the 6f angio-seal and a 6f cordis sheath into the left femoral vein to administer fluid boluses. He then inserted a pigtail catheter up to the distal aorta and performed a runoff of the right and left iliac arteries. According to the physician, there was no evidence of a retroperitoneal bleed from the runoff but upon review, he noticed what looked like a ruptured plaque at the site of the 8f angio-seal. When the pt was removed from the table, the sheath in the right femoral artery was pulled out by mistake. The pt became increasingly unstable and subsequently expired. According to the physician, the pt expired from a retroperitoneal bleed. The physician stated that in retrospect, he probably should not have deployed the 8f angio-seal in the left iliac. During the angio-seal certification process, the instructions for use for the angio-seal device were reviewed with the physician. It was strongly recommended that he not use the angio-seal device in pts where it was suspected that the sheath entered above the common femoral artery and above the inguinal ligament or in arteries with peripheral vascular disease. Preexisting condition of pt: peripheral vascular disease.